Event description:
The patient reported on (B)(6) 2013 at 5:55 pm he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: the pod was deactivated and discarded. He went to the emergency room and upon arrival, they placed him on an intravenous drip of insulin. He was at the emergency room for a few hours before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and emergency visit. No product lot number was reported; therefore, no qualification records were reviewed. See scanned page.